Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that, although the "mystim" was not being used, the ins was powered off 2 times. They were programmed at 6.0v, 450 us pulsewidth, 160 hz rate, bipolar on electrode 2 (anode) and electrode 0.1 (cathode). Their usage was 24 hours/day. The device was turned back on, however the issue was not resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the ins turning off was undetermined, with the issue not resolved but the device still in use. It was confirmed that there were no related symptoms. No further complications are anticipated.